Manufacturer narrative:
The biomedical engineer (bme) reported that the unit was misinterpreting the pacemaker spikes. Our nihon kohden clinical applications specialist (cas) reviewed the video and was unable to determine why the pacer marks are misplaced. Wave appears strong but appears that some of the pacer spikes are not in the appropriate locations no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the unit was misinterpreting the pacemaker spikes. Our nihon kohden clinical applications specialist (cas) reviewed the video and was unable to determine why the pacer marks are misplaced. Wave appears strong but appears that some of the pacer spikes are not in the appropriate locations no patient harm was reported.